Event description:
It was reported that, during an exploratory laparotomy and open distal pancreatectomy (modifier -22 given the large tumor, infiltrative nature of the tumor, significant pancreatitis, and upper abdominal varices), with en bloc splenectomy, en bloc left adrenal gland resection with a portion of gerota¿s fascia, partial omentectomy with omental mass excision measuring 2 cm in size, peripancreatic mass excision measuring 3 cm in size, pancreas ultrasound, omental flap creation and placement, and peripancreatic lymphadenectomy, the device did not seal properly to cauterize tissue.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.